Event description:
Safety shield on device detached prior to use.

Manufacturer narrative:
Initial assessment indicated an isolated event. As further reports were received, a pattern emerged, indicating grounds for a manufacturer issued recall.